Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information that customer felt moisture at the luer lock connection. Reportedly, the connection between the luer lock and the infusion set was not straight. Customer's blood glucose level was not impacted. Customer was able to realign the connection between the luer lock and the infusion set and resume insulin delivery.